Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced uterine perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criteria medically significant and clinically significant/intervention required), pain ("pain") and allergy to metals ("nickel allergy") with swelling. The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the uterine perforation, device dislocation, pain and allergy to metals outcome was unknown. The reporter considered uterine perforation, device dislocation, pain and allergy to metals to be related to essure. Company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient of unknown age who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforation of organs") and device dislocation ("migration of implant"). About six years after implantation the device was removed with a hysterectomy. Additional non-serious events were reported. Uterine perforation and device dislocation are serious due to their medical importance and required intervention and they are anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case the exact date of the perforation is unknown, nevertheless, a causal relationship with essure cannot be excluded. Although the exact date and mechanism of the dislocation is unknown, a causal relationship with essure can also not be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/perforation') and device dislocation ('migration of implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating"), hypersensitivity ("allergic reaction") and back pain ("I have hot pain in my back"). The patient was treated with surgery (hysterectomy, removal of essure and hysterectomy,removal of essure). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, abdominal distension and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, hypersensitivity and uterine perforation to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media- back pain. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and tus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media document received- additional reporter was added, additional event "pain in back" was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/perforation') and device dislocation ('migration of implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), back pain ("I have hot pain in my back") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy, removal of essure and hysterectomy,removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, abdominal distension, back pain and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, hypersensitivity, restless legs syndrome and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and tus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event restless leg added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/perforation') and device dislocation ('migration of implant') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), back pain ("I have hot pain in my back") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy, removal of essure and hysterectomy,removal of essure). Essure was removed on 26-apr-2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, abdominal distension, back pain and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, hypersensitivity, restless legs syndrome and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/perforation') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), back pain ("I have hot pain in my back") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy, removal of essure, oophorectomy and hysterectomy, removal of essure, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, abdominal distension, back pain and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, hypersensitivity, restless legs syndrome and uterine perforation to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media- back pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Lot number: 20208776, manufacturing date: 2009-08, expiration date: 2012-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs/perforation') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 20208776) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included follicular cyst of ovary. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), back pain ("I have hot pain in my back") and restless legs syndrome ("restless leg"). The patient was treated with surgery (hysterectomy, removal of essure, oophorectomy and hysterectomy,removal of essure, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals, abdominal distension, back pain and restless legs syndrome outcome was unknown. The reporter considered abdominal distension, allergy to metals, back pain, device dislocation, hypersensitivity, restless legs syndrome and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- back pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number added. Reporter information and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs/ perforation") and device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with swelling, abdominal distension ("bloating") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy, removal of essure) and surgery (hysterectomy, removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, device dislocation, hypersensitivity and uterine perforation to be related to essure. Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and tus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: reporter added,event bloating, allergic reaction were added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report, reported by a lawyer, refers to a female patient of unknown age who had essure (fallopian tube occlusion insert) inserted and experienced uterine perforation ("perforation of organs") and device dislocation ("migration of implant"). About six years after implantation the device was removed with a hysterectomy. Additional non-serious events were reported. Uterine perforation and device dislocation are serious due to their medical importance and required intervention and they are anticipated in the reference safety information for essure. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case the exact date of the perforation is unknown, nevertheless, a causal relationship with essure cannot be excluded. Although the exact date and mechanism of the dislocation is unknown, a causal relationship with essure can also not be excluded. This case was regarded as incident since device removal was required (intervention required). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.